Event description:
Boston scientific received information that this system was exhibiting noise on the right ventricular (rv) channel which was oversensed and caused greater than two seconds of pacing inhibition for this patient. The patient is in complete heart block and was getting dressed when the episode occurred and was asymptomatic. Extensive troubleshooting was performed and the noise could not be re-produced. The caller thought the noise looked like diaphragmatic noise. No adverse patient effects were reported.

Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.